Event description:
As stated by customer on 01/19/2010. Facility would not tell us much about what happened. They told the tech that this is under investigation. What we do know is the patient was not actually in the bath when scalding occurred, she was in a shower/bathing lift, possibly a bolero and the care giver used the shower handle on the madison tub to spray down the patient and that is how the burning/scalding happened according to the safety director at the facility. Arjohuntleigh investigator has examined the device and found: the general condition of the device - no scratches or defects seen. Function test results - filled water temperature on highest setting. It varied from 104f to 113f. The shower handle water temp was about 4 degrees fahrenheit hotter. No anti scalding device was seen; however, this may be part of the mixer valve on this unit. (B) (4), safety director, stated that after the incident the plumber purged the whole hot water system. Plumber stated that he was getting 158 degrees f water out of the shower heads in the bathroom. Note: this was after the incident. Both eye witnesses were suspended and therefore, unable to be interviewed. After plumbers had tried to fix the problem, our arjohuntleigh investigator arrived and got water temperature at a sink in the next room of over 120 f. (B) (4) stated that the patient was not burned while in the tub but on the bolero, or some bath/shower lift, with the care giver rinsing the patient with the shower handle from the madison bath. Bath/shower lift was not in the room to view or take pictures of. (B) (4)

Manufacturer narrative:
Additional information will be provided upon conclusion of the manufacturer's investigation.